Manufacturer narrative:
No pt injury or medical intervention required. A gambro technical services (gts) field rep inspected the machine. He found a flow balance error during setup and during the simulated treatment. He replaced and calibrated d1/d2 flowmeters, calibrated also the p2 pump, and the ultrafiltration burette. He performed a t1 test, a setup and a pt simulation without alarms or errors. Clinical investigation is ongoing. 510(k)# is k001156